Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: the date returned to manufacture was reported as oct 02, 2018 in the initial report. The date has been updated to apr 09, 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device reverse locking mechanism was blocked and device was in a very poor condition. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check triggers for fwd / rev mode, check function of soft mode switch (safety system), check reverse locking mechanism, check attachment coupling with attachments and check the attachment coupling. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was inadvertently missed in the initial report error that the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.